Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, e2, e3, h3, h4, and h6. The olympus field service engineer (fse) performed an on-site visit to the customer facility. The fse services the equipment and verifies it according to original equipment manufacturer instructions. Equipment passed the electrical safety test with results attached. The customer's complaint that the air filter cannot be removed was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the lock part was slightly misaligned and made it difficult to remove it. The lock part may have been misaligned due to the ring on the lock part of socket a rotating due to some kind of vibration, or the lock part of socket a was touched while cleaning the air filter, etc. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor exhibited a stuck bottom air filter connector when releasing any air filter. The air filter could not be removed without assertion. Additionally, the unit displayed error code e95, indicating that no detergent remained. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.